Event description:
A customer reported to baxter corporate product surveillance a large volume intermate in which the reservoir ruptured after an unknown amount of time during therapy. According to the report the stress member was protruding out of the balloon and appeared to be in the footed position. The medication being administered was vpriv. The home patient switched out the intermate and therapy continued as normal. Therefore, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was returned to the manufacturing plant for evaluation. Visual inspection of the sample revealed a ruptured bladder in a footing position. Therefore, the reported condition was confirmed. The bladder was microscopically examined for the abnormalities that may have potentially contributed to the rupturing. The assignable root cause was attributed to a manufacturing defect. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.